Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 403 mg/dl which was treated using insulin pump. Customer stated they had been using insulin pump within 48 hours of reporting high blood glucose. Customer agreed to troubleshooting for high blood glucose. Customer did not used automode feature active at the time of high blood glucose. Customer stated they had back up plan of manual syringes. Customer stated insulin exited at the quick release. The insulin pump will not return for analysis.